Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). During a previously scheduled pm, the stm noted the battery failed the battery run time test. The stm replaced the batteries and completed the pm. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on a cs300 intra-aortic balloon pump (iabp), there was a battery run time test failure. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) on a cs300 intra-aortic balloon pump (iabp), there was a battery run time test failure. There was no patient involvement and no adverse event was reported.